Manufacturer narrative:
(B)(4). The customer reported the ac power module charging light does not work. There was no reported pt involvement. The customer confirmed the replacement ac power module resolved the issue. The customer scrapped the defective module and was not available for eval. We will consider this a malfunction of the ac power module where the charging light did not work.

Event description:
The customer reported the ac power module charging light does not work. There was no reported pt involvement.